Event description:
The customer reported to olympus, the generator was having issues starting, restarting and error codes. The issue was found during maintenance. Inspection and testing of the returned device found that there was a missing foot from the bottom of the chassis. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection. The customer's reported problems were not able to be duplicated however, the e433 error code was recorded in error log. In addition, there was a damaged screw hole found on the top cover of the housing and minor scratches and dings on the housing and front panel were found during the device evaluation. Also it was found that during the device evaluation the volume was unable to be adjusted due to a broken volume knob. This investigation is ongoing, follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to one or more of the following: 1. Disturbance of the affected device caused by interspersed interference fields (temporary issue). 2. The user steps on the foot switch while the generator boots (temporary issue caused by the user). 3. Defective foot switch (temporary issue). 4. Defective foot switch (temporary issue, defective reed contact). 5. Defective cable connection between the hvps (high voltage power supply) board and the generator board (temporary or permanent issue). 6. Defective cable connection for the outgoing signal between the generator board and the relay board (temporary or permanent issue). 7. Defective transformer on the generator board. (Permanent issue). 8. Defective current transformer on the generator board (permanent issue). 9. Defective impedance converter on the generator board (permanent issue). 10. Defective peak rectifier on the generator board (permanent issue). 11. Missing control for the output of the generator board (permanent issue). 12. Too low outgoing voltage due to a poorly switching high-frequency output stage on the generator board (permanent issue). 13. Defective hvps board due to a short circuit of the metal-oxide-semiconductor transitors (permanent issue). 14. Defective mother board due to short circuit of the resistor (permanent issue). 15. Defective mother board due to defective adc (analog to digital converter) (permanent issue). 16. Defective tvs diodes on the relay board (permanent issue). However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.